Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, software version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for an electrode and probe placement procedure. It was reported that the site planned the case to place two electrodes using a t1 magnetic resonance imaging (MRI). It was reported that an imaging system spin was performed with a 40-centimeter field of view (fov). The site merged the two scans and verified that they were a good match. The site checked their accuracy by navigating to known anatomical landmarks and were accurate. The site marked their entry point, created a burr hole, and used the articulating arm to place the leads according to the planned trajectory. When taking a confirmation spin with the imaging system, it was reported that they were inaccurate by 8-9 millimeters inferior and to the left. They removed the leads, took another spin, and merged the new spin with the t1 MRI ensuring that the t1 MRI was the primary exam. They noticed that the plan was in a different and more seemingly accurate position. The site placed the electrodes, took another spin, and confirmed that the electrode placement matched the plan. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of an hour or longer due to this issue.

Manufacturer narrative:
H2, h3, h6: the software archive was analyzed. Archive contains 1 MRI and 4 o-arm exams. Out of which-- oarm-1: pre operation scan for 1st catheter placement. Oarm-2: post operation scan after 1st catheter placement. Oarm-3: pre operation scan for 2nd catheter placement. Oarm-4: post operation scan after 2nd catheter placement. And mr-1 is not as per the stealth protocol as it has different spacing(0.6) and thickness(1.2). There are no registration data found. It was also observed that o-arm exams were covered by frame in most parts of the anatomy and spin didn't cover the inferior part of the head. Apart from this, there is not enough evidence to know the root-cause of the complaint. Codes 10, 104, and 4307 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the issue was suspected to be movement of the patient reference frame after registration.